Manufacturer narrative:
E2402: used to indicate abdominal distension. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced atrial tachycardia. Pulmonary vein isolation (pvi) ablations were performed followed by posterior wall ablation. Use of the catheter to perform posterior wall ablation constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). The patient went into atrial tachycardia during the posterior wall ablation. The arrythmia continued for a minute or so before it was noticed that the waveform on the arterial line was flat, indicating that no pressure was being detected. The patient was prepared for cardioversion, but the cardioversion machine died while charging, so a call was made get some epinephrine since there was none left in the procedure room. The patient was both cardioverted and administered the epinephrine, which returned the patient to a more normal rhythm and a waveform returned on the arterial line. The procedure was completed despite the complication. The patient was slowly able to wake up after the procedure but had a distended abdomen. The patient recovered from the complications. The device is not expected to be returned for analysis due to disposal.